Event description:
It was reported to boston scientific corporation in early 2007 that an enteral feeding - right angle feeding set was used the same day (patient gender, age and weight are unknown). According to the complainant, it was found to have some tear on the shaft. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Visual examinaiton of the returned device found that the device had been cut in two in the middle of the working length. The surfaces of the ends of the tube at the cut were smooth. The cut was found at 23.8 centimeters from the distal end of the y-port feeding adapter. A functional evaluation found that the caps on the y-port could be opened and closed with a tight connection to their respective ports. The customer complaint confirmed. The cause of the reported malfunction is undetermined.bsc reference a00052176 / 341195